Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va0e9ek, implanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported that a patient had a loss of bladder control. The patient did not feel stimulation and therapy was on. They increased amplitude and that did not work. The patient switched from program 2 to program 3 and nothing was felt at 5.1v; they switched from program 3 to program 4 and nothing was felt at 6.4v; they switched from program 4 to program 1 and nothing was felt at 6.2v. It was recommended that the patient follow up with their healthcare provider if the problem did not resolve. The consumer stated that the symptoms began over the last couple of days. Follow-up information from the consumer reported there were no changes in normal activity, they just noticed a loss of bladder control. They met with their hcp and did an impedance test and found that 2 of the 4 leads were not working. The hcp is testing a new program using leads other than the ones they were using. They are not sure, at the time of the report, if the patient will get full therapeutic effect and stated, if not, they will need to replace the leads. The implantable neurostimulator (ins) was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.